Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: exhibited the peeling (delamination) of the curved rubber bonding section (adhesive on the a-rubber had detached). Based on the results of the investigation, it is most likely that the most probable causes such as damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited the peeling (delamination) of the curved rubber bonding section (adhesive on the a-rubber had detached). There were no reports of patient involvement.